Event description:
Healthcare professional reported after injection with less than 1 syringe of juvederm ultra plus xc in the nasolabial folds and oral commissures, patient immediately developed "edema in the lips, cheeks, mid face and affected both eyes on upper and lower lids." The patient was treated by the injecting healthcare professional with hyaluronidase injections at the 'swollen areas' but treatment was not effective. Patient was taken to the emergency room that same day and was admitted to the hospital with a diagnosis of angioedema.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Attempts to follow up with the reporting healthcare professional have been unsuccessful; further information including the reported hospitalization is unavailable at this time. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as confirming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling: contraindications: juvederm ultra plus xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.